Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope inversion was insufficient. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the jet tube and air/water tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of suction cover packing the water tightness was lost, the grip had a scratch, the suction cylinder had discoloration, the switch box had a scratch, the up/down and right/left knobs both had a scratch, the control unit had a scratch, the suction cover had a scratch, the plug unit had a scratch, the label on the scope connector was damaged, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide lens had corrosion, the connecting tube had a scratch, and the universal cord had coating peeling.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.